Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 502 mg/dl. The cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of insulin. Customer was discharged 2 days later with the issue resolved. Customer declined troubleshooting with tandem technical support and declined to provide further information.